Manufacturer narrative:
Based on the claim against the product by the customer noting firing issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to power cycle the system to resolve the reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is being reported based on the following conclusion: the system provided inadvertent energy during procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted general pyloroplasty surgical procedure, the customer reported the bipolar energy fires when the monopolar energy pedal was pressed. The customer mentioned that the monopolar fires as well. Technical service engineer (tse) walked the customer through an erbe power cycle and the erbe powered up without error. The surgeon tried the monopolar energy, and the issue was resolved. The surgeon confirmed the bipolar did not fire. The customer was continuing with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.